Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Death, thrombus, and worsening heart failure are known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. Heartware will submit a supplemental report when new facts arise, which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient had an acute drop in flows and power and began to feel short of breath. In clinic, a stat echocardiogram (echo) was and patient began exhibiting signs of worsening heart failure. The patient was admitted to the intensive care unit (ICU) and placed medications. A computed tomography (CT) scan was performed and revealed complete occlusion of the outflow graft from the anastomosis all the way to the pump outlet. A family meeting was called and the family decided to withdraw care and initiate palliative measures. The patient died on (B)(6) 2017 and it was stated that there would be no autopsy, the pump remains implanted and it has not been decided if it would be explanted and returned for analysis and all other equipment will be disposed of by the site. The official cause of death was stated to have been end stage heart failure. No additional information available.

Manufacturer narrative:
Other device involved in this event: heartware® ventricular assist system - outflow graft. Serial - (B)(4)/ model number 1125 / expiration date: 2020-08-31 di #: (B)(4). (B)(4). Product event summary # (B)(4) and the outflow graft # (B)(4) were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The reported event was confirmed via review of log files which revealed a drop-in power consumption starting on (B)(6) 2017 at approximately 17:05 to parameters below normal operation. Seventeen low flow alarms have been logged since (B)(6) 2017. Of note, it was reported that a computed tomography (CT) scan was performed and revealed a complete occlusion of the outflow graft from the anastomosis all the way to the pump outlet. The patient died due to end stage heart failure. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the low flows may be attributed to an occlusion in the outflow graft. The devices remain implanted in the patient and are thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.